Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v667636, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
When contacted for follow up information, the patient reported that they still had concerns with their device therapy but had not sought further help. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. She had a bone density scan about one month ago and forgot to turn her stimulation off. She noticed she did not feel stimulation, she turned stimulation back on and felt it for a while, and then may have inadvertently turned it off. Today the patient was showing the device on program 3 at 1.45v, but she was not feeling stimulation. She increased to 1.9v and could feel it in the appropriate location and level of stimulation. She was going to see her physician this afternoon and would have the device checked then. Additional information has been requested, but was not available as of the date of this report.